Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient stated the dka was related to a site issue. The patient stayed over night and was said to be doing much better. What type of treatment the patient never verified but they did apply a new pod and the patient's blood glucose levels were coming down.